Event description:
During the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was inserted through a prowler-10 (cordis ID 0.015") and when the electricity was turned on the current did not become 0.99 - 1.0ma. The position of the marker was re-examined and it was corret. The electricity was turned on once more but once again experienced the same result. The power supply and the position of the earthing were changed, but the aspect did not change. When the decision to pull the coil out was made, it detached. Nine coils were deployed prior to the incident, a total of 11. The condition of the pt was not affected by this event.